Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-01616). Product location unknown.

Event description:
During a procedure, the suture lasso would not deploy or advance through the device. This contributed to an approximately 10 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Two products with the same part number were returned for evaluation (lot: 299680 and lot: 047680). Review of device histories for both devices found no evidence of product nonconformance. One of the devices functioned as intended without issue and was visually unremarkable. The other instrument could not be examined as it was received in two pieces with the nitinol wire missing. It cannot be determined which lot functioned as intended and which lot was incomplete upon return. Furthermore, a conclusive root cause could not be determined for either event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "the surgeon is to be familiar with the equipment, instruments and surgical procedure prior to performing surgery." Number 6 states, "correct handling of instruments is extremely important. Most instruments are not intended to be modified, notched, bent, etc. As notches, scratches or other damage and/or wear in the instrument occurring during surgery may contribute to breakage or affect the performance of the instrument."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-01613 / 01616).